Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dvfb1d4 ICD, 6935m55 lead implanted: (B)(6) 2017. Product event summary: the shower bag was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Failure analysis of the returned device revealed that the device had a torn strap. The most likely root cause of the damaged strap could be attributed to wear and/or the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shower bag had a tear. The bag was exchanged. The bag was returned to the manufacturer and the damage was determined to be a torn shoulder strap. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.